Manufacturer narrative:
(B)(4). Results: graft compression or kinking. Anatomy related; long and narrowed aorta near the flow divider. Conclusion: graft compression or kinking. Anatomy related; long and narrowed aorta near the flow divider.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 62mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck was 24mm in diameter and 11.5 in length. It was reported that during the index procedure it was noted that the patient had a long neck that took a turn and got smaller (23mm) right before the aaa. This is right where the flow divider landed. There was an impressive luminal narrowing by the ivus after placement of the contralateral limb, at and just below the flow divider. The physician elected to place a 16x16x82 on the right side and a 10 x 38 (another manufacturer's device) on the left side raising the flow divider about 1 cm in order to cover the narrowing well on each side. The physician post-dilated with a 16 x 4 on the right side and a 14 x 4 on the left. The procedure was completed successfully. No clinical sequelae were reported and the patient is fine.